Event description:
Clinical biochem article reported previous case of measurement involving the psa assay. A pt was initially found to have an elevated psa on screening. He was subsequently diagnosed with gleason 7 adenocarcinoma of the prostate. Postoperatively, serial psa measurements for the pt were undetectable for nearly 3 yrs. In (B)(6) 2007, the psa rose to 1.4 ng/ml and continued to increase over the next 3 months. The pt was treated with hormonal therapy, systemic chemotherapy and pelvic radiation. During the therapy, the results declined briefly on two occasions but still remained high. Investigation study of pt sample were sent to referral laboratories using two different alternative instruments with each assays returned low result. According to the report, pt result was reported and treated based on the discordant elevated psa assay result.

Manufacturer narrative:
The laboratory investigated the possibility of a heterophilic antibody interference in the psa after completed therapy. The investigation concluded that in the absence of clinical correlation, positive psa monitoring results should always be assessed for heterophilic antibody interference.